Manufacturer narrative:
Off label use: acd<3.0. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -5.0 diopter failed to perform as intended.

Manufacturer narrative:
Corrected data: b5- "the reporter indicated that the surgeon attempted to implant a 12.6mm vicmo12.6 implantable collamer lens of diopter -5.00 into the patient's right eye (od). The lens was not implanted. The lens was later replaced. The reporter indicated the cause of the event is unknown and the device failed to perform as intended." H6- device code: 1494- off label use (age>45). Claim# (B)(4).